Manufacturer narrative:
It was originally reported that a patient experienced pain. This was updated to reflect there was no adverse consequence.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced unintended cot lowering or cot dropping to lowest position (no cot tip) . There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement. The patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.